Event description:
Spontaneous call from patient stating that ms3 pump sn# (B)(4) maintenance due date 02/25/2020 abruptly shut off on her after set up. Patient states that new pump is currently running. No interruption in therapy. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation, yes. Did we replace device. Yes. Reported to (B)(6) by: patient/caregiver.